Event description:
It was reported that during central processing the jaw was broken on the force bipolar instrument. The jaw piece is being returned with the instrument. The procedure was completed with no indication of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to found to have a broken grip that is completely detached from its base. As result of the grip breakage, conductor wire is broken as well. The broken piece of grip was returned with the instrument. The complaint regarding a broken jaw was confirmed by failure analysis .